Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the equipment. The representative was unable to duplicate the reported issue during testing. The imaging system passed the system checkout and was found to be fully functional. No parts were replaced or returned to the manufacturer for evaluation. A software investigation involving log analysis and code analysis was conducted to determine the probable cause of the reported issue. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system and navigation system were not communicating intraoperatively. The acquire scan task said ¿network cable disconnected¿ and the equipment task had an orange dotted line between the two systems. Rebooting the imaging system¿s mobile view station (mvs) resolved the issue. There was a surgical delay of 10-15 minutes due to this issue, and there was no impact on patient outcome.